Event description:
It was reported that this right ventricular (rv) lead exhibited intrinsic r-wave amplitude out of range (0.7mv to 3.2mv), over-sensed noise. The rv pacing impedance are stable and pacing impedances are stable at 340 ohms to 449 ohms, and thresholds (0.8v -1.3v@0.4ms) measurements. The ra lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).